Event description:
Two external batteries in the power supply leaked battery acid causing a short circuit of the power supply. This in turn caused a regulator to blow and shut the ventilator down. Medical staff had to immediately commence bagging the pt until another ventilator could be used.